Event description:
Bone graft being harvested from anterior iliac crest. Metal tip of harvester broke off into crest. Doctor removed metal tip from crest, but had to take extra bone out of hip to do so.